Event description:
It was reported that research pathology of an explanted heart found 2 unk xience v stents implanted in the proximal left main and left circumflex coronary arteries and 1 unk xience v stent in the distal right coronary artery (mrca). All 3 stents showed restenosis and grade iii stent fracture. The cause of death was stent related death. The events occurred 167 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: (B)(6) 2011. Estimated date of implant: (B)(6) 2010. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The two other xience v devices referenced are being filed under separate medwatch MFR numbers.